Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that during an operative procedure internal paddles failed to discharge, the customer has stated that there was no impact to the involved pt as they used a different defibrillator and internal paddle set.